Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a right shoulder arthroscopy, the bur broke into three pieces. It was also reported that the procedure became an open surgery as an exploration and a x-ray was done to locate the broken pieces. It was further reported that the bur head was retrieved and the procedure was extended as a result of this event.